Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rotalink became disconnected requiring intervention. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous mid right coronary artery (rca). A 1.50mm rotalink plus was selected for an atherectomy procedure. It was reported that the rotalink could not proceed as it was disconnected. Attempts were made to retrieve the device using a snare but were unsuccessful. The procedure was not able to be completed due to this event. There were no further patient complications reported and the patient is in stable condition.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device with a rotawire. The rotawire was received inside the lumen of the device. The advancer unit and burr unit were together. The advancer knob was received tightened in a backward position. The handshake connection, coil, sheath, and advancer were microscopically and visually examined. There was blood inside the housing of the burr catheter and in the sheath. There was no damage to the sheath or the remainder of the device. There was nothing detached from the rotalink plus device. Functional testing was performed by connecting the rotablator rotalink plus device to a rotablator control console system and the device was not able to get any speed and the console stall light came on. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no visible damage noted to the rotawire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the rotalink became disconnected requiring intervention. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous mid right coronary artery (rca). A 1.50mm rotalink plus was selected for an atherectomy procedure. It was reported that the rotalink could not proceed as it was disconnected. Attempts were made to retrieve the device using a snare but were unsuccessful. The procedure was not able to be completed due to this event. There were no further patient complications reported and the patient is in stable condition.